Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured during implantation. The physician found the lead to be bent upon closer examination and suspected it to be fractured. The physician then decided to use a different lead of the same model prior to pocket closure. No adverse patient effects were reported. This lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspections of the terminal pin assembly, lead body, and electrode tip found deformed conductor coils, likely due to handling at implant. No anomalies were found on the lead or tip. A stylet insertion test indicated no blockage in the lumen. Laboratory testing was unable to confirm the reported clinical observations of conductor fracture and detailed analysis did not reveal any abnormalities.